Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. A 3x48mm xience xpedition stent was advanced but failed to cross due to the anatomy. Then another same size xience xpedition was advanced to the lesion and implanted. A dissection was then noted and treated with a 3x38mm xience xpedition stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.